Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) experienced signal loss to the ilet and later entered pairing mode after code re-entry; the patient subsequently elected to start a new sensor that connected and warmed up, consistent with an intermittent communication failure involving the cgm-to-ilet link and an electrical/magnetic component, specifically the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem and intermittent communication failure between the cgm and ilet, associated with the device¿s electrical/magnetic system and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.